Event description:
It was reported that: "the peep value gradually rose from 8 to 23 cmh20. The divan was switched to manual mode for 2 to 3 breathes and the peep remained. They switched to ambu bag to complete the case. No pt injury."